Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose between (B)(6) and (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer had received a new pump and had forgotten to program their high and low settings. The customer was at 162 mg/dl at the time of the call. The customer used juice and was given glucose injections to treat. The customer was wearing the insulin pump during the incident. The customer reported a yellow and fuzzy pump display. Troubleshooting was completed but did not resolve the display anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08630 inches. No missing segment, partial display, yellow display or fuzzy display noted. The back light functioning properly.